Manufacturer narrative:
(B)(4). G2: report source south africa customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, it was noted the lag screw reamer broke. Some pieces were retrieved, but small fragments remained in the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned for evaluation. However, three images were provided for review. One image is from the shaft section showing the reference and lot number and the other two images show a fracture at the tip. Therefore, the reported event can be confirmed. A review of the device manufacturing records confirmed no abnormalities or deviations. Surgical technique recommends to "assemble the lag screw trocar into the lag screw cannula and pass through the correct hole in the targeting guide for the chosen ccd angle" and suggest "hole indicators can be placed in static (st) and dynamic (dy) holes of the targeting guide and in holes for ccd angles that will not be used to avoid the occidental use of those holes during the surgery". Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Based on the pictures provided, a fracture of the tip of the instrument can be confirmed. The review of the surgical technique suggests that using the wrong ccd angle during assembly of the lag screw reamer on the targeting guide could potentially lead to an impingement of the tip of the lag screw on the nail, which might contribute to the fracture of the reamer. However, with the ava if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.